Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. D4: product UDI - the manufacturing date for the reported device is prior to 24sept2016, therefore no UDI. E1: reporting institution phone #: (B)(6). Reporter phone #: (B)(6).

Event description:
Philips received a complaint on an intellivue multi measurement server x2 indicating that monitor does not measure the spo2 value; the monitor's spo2 cable socket is defective. Sometimes it works, and sometimes it doesn't. It was unknown if the issue was accompanied by an error message. It is unknown if the device was in clinical use at the time the issue was discovered. There was no adverse event or patient harm reported.

Manufacturer narrative:
Multiple attempts were made to obtain information regarding any error messages accompanying the spo2 issue; no further information was received. The device was received for servicing. The device was tested and passed all testing; no issues were noted during testing. Based on the information available and the testing conducted we were unable to replicate the reported problem. The reported problem was not confirmed but could not be ruled out as occurring at the time of the reported event. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.